Manufacturer narrative:
(B)(4): visual inspection of the certain® gold-tite® hexed screw confirmed the screw fracture. A complaint and DHR review did not find any causes which may have contributed to the screw fracture as reported. The root cause of this event could not be determined.

Event description:
The doctor indicated that the abutment screw fractured directly under the threaded portion of the abutment.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.